Event description:
It was reported that the patient's device experienced a power-on-reset, which required a manual guided reset. The device was reset and remains in use. No patient complications have been reported a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.